Event description:
The pt was injected with ce-marked radiesse dermal filler, in (B)(6) on (B)(6) 2011. Dr (B)(6) injected pt (B)(6) with radiesse dermal filler in the cheeks and cheek hollows during a training session. The pt developed swelling and problems with her sinuses. (B)(6) went to her general practitioner and has been on antibiotics for the past 5 weeks (as of (B)(6) 2011). The pt is scheduled for a CT scan of her sinuses.

Manufacturer narrative:
The device history records for radiesse lot could not be reviewed, since the part number and lot number were not provided. No add'l info was provided by the pt at this time. The pt has not authorized contact with the radiesse injecting physician or treating general practitioner.